Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during a cardiovascular surgery, the right atrial (ra) lead dislodged, where the tip of the lead fell off near the tricuspid valve. The ra lead was initially, reprogrammed off and subsequently, explanted and replaced. No patient complications have been reported as a result of this event.